Event description:
Pt called lfs in 1/04 alleging the test would not start after applying the blood to the test strips while attempting to test. The pt reported no high or low blood glucose symptoms while attempting to test. The issue was not resolved with troubleshooting. The meter was replaced for the pt. No further info has been reported.